Manufacturer narrative:
A comet pressure guidewire was returned for analysis. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 2 kinks located 81cm from the tip and 175.5cm from the tip. There was some peeled coating at the 175.5cm and 177cm locations from the tip. The wire was connected to the occ handle. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may influence signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad or loose sensor connection or a cracked sensor face. This wire showed 2 kinks on the shaft which may contribute to the no modulation and the device not being recognized by the system. The coefficient was confirmed to be in specification.

Event description:
Reportable based on device analysis completed on 29 aug 2019. It was reported that when the comet pressure guidewire was connected, the waveform was not displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed peeled coating.